Manufacturer narrative:
The explanted device was returned for evaluation. A direct relationship between the device and the reported event could not be determined during the evaluation of the returned lvad pump. Examination of the blood-contacting surfaces found loosely seated depositions of clotted blood in the inlet elbow, outlet stator, and on the pump rotor. A collapsed biological lining was also noted in the inlet elbow, inlet stator, and around the rotor. All of the observed depositions showed little structure, indicating they were likely acute formations. The depositions appeared consistent with an interruption in flow, however, the cause of the flow interruption could not be conclusively determined. The evaluation could not conclusively correlate the depositions to the report of hemolysis or right heart difficulty. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient had a pump exchange approximately one year ago and has had ongoing hemolysis and unspecified right sided difficulty. The patient was listed as 1a for transplant and received a heart on (B)(6) 2015. For an unspecified time period prior to transplant, the patient required extra corporeal membrane oxygenation (ECMO). It was reported that the pump was not malfunctioning. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 1 year. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.